Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) confirmed with the clinical sales representative (csr) that the issue was resolved after csr instructed the customer on what to do. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during da vinci-assisted hemicolectomy - left surgical procedure, the customer contacted intuitive technical support engineer (tse) to report they were not able to complete targeting. Tse found no related errors. Customer put surgeon on phone and surgeon reported when targeting, the orienting platform (op) attempts to rotate in the opposite direction desired. Prior to calling in, the surgeon decided to manually place universal surgical manipulators (usm) without targeting to continue. Tse was not able to assist customer further since they had moved on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after the ports were placed in the right side. The universal surgical manipulator was at its maximum rotational limit and surgeon was trying to push it forward more because of which orienting platform moved in backward direction towards left instead of moving towards right. The surgeon understood the issue and manually docked the robot. The procedure was completed robotically with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field service engineer (fse) confirmed with the clinical sales representative (csr) that the issue was resolved after csr instructed the customer on what to do. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure log showed that the hemicolectomy-left procedure was performed on the reported event date 11-oct-2024 via system serial# (B)(6). The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due improper positioning. This issue is often from the customer selecting the wrong anatomy or side of the patient. It can be resolved by repositioning the cart and power cycling the system, if necessary. There is no risk associated with the alleged failure mode. Targeting is an optional feature intended to support the port placement process. An inability to use this feature would not impede the continuation of a da vinci robotic procedure, as the da vinci system can be positioned manually. Based on the information available, it was determined that the da vinci surgical system remained in an acceptable and operable state as the alleged issue did not inhibit the site from completing the procedure robotically.